Event description:
It hurt bad when the essure coil was placed in my right fallopian tube. Ever since placement, I have been experiencing sharp, stabbing pains on my right side and constant cramping with lower back pain in my right side. I had a CT scan and x-ray(hsg) to determine if the coil had migrated. My right coil did migrate up too far into my fallopian tube. Now I am having both (r and l) fallopian tubes and the essure removed completely. (B)(4).